Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an increase in peritonitis with an unspecified number of peritoneal dialysis (pd) patients. The cause of the events was reported as due to minicap ¿dry sponges¿. It was not reported if the patients were hospitalized for the event. Treatment, patient outcomes and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.